Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that the venofer was starting to go into the primary normal saline line.

Manufacturer narrative:
The customer reported back flow in a primary/secondary setup, where the primary was infusing ns and the secondary was infusing blood. The reported material is the primary, material 2420-0007, lot 25073010. The photo verifies the complaint of back flow, where blood in throughout the ns infusion primary set. There is no physical sample for investigation. The supplier of the back check valve component has been contacted about the failure. The supplier acknowledged the issue and created a complaint in their system. There is no root cause available without a physical sample investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.